Event description:
It was reported that the patient had a cardiac perforation which led to a pericardial effusion and eventual cardiac tamponade. It is probable that the right atrial (ra) lead caused the perforation but it is not clear if the ra and right ventricular (rv) leads both contributed to the pericardial effusion. Pericardiocentesis was performed and the patient was stable. The ra and rv leads were explanted and replaced. An interrogation afterwards indicated a decline in p-waves and increased thresholds on the explanted ra lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).